Event description:
It was reported that the neurostimulator was implanted 34 days after its use-by date. There were no reports of complications.

Manufacturer narrative:
(B)(4). Lead model unknown lot# unknown implanted: (B)(6) 2012 explanted: na; extension model 37083-60 serial# (B)(4) implanted: (B)(6) 2012 explanted: na; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).